Event description:
This is the second MDR occurrence involving this same patient. See MDR 9680794-2013-00052 for the first event. It was reported that in the ICU after a successful venipuncture into the seriously ill patient's right radial artery, the same medical officer could not advance the swg further then 1 cm into the needle before it caught and buckled as it entered the needle. As a result, another kit was opened, and a different medical officer successfully performed the procedure. A delay was reported, however, there was no harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Evaluation: the customer returned one radial artery catheterization device. The returned component was examined, measured and functionally tested. The entire assembly appeared typical and did not have any signs of use. Microscopic examination did not reveal and defects or anomalies. Functional testing was performed by moving the handle down the tubing to insert the guide wire into the needle cannula. The guide wire passed through the needle cannula with no resistance and exited the needle bevel easily. The reported complaint of the guide wire could not advance into the needle could not be confirmed through visual examination and functional testing of the returned sample. The returned sample passed functional testing by passing the guide wire through the needle with no resistance. There was no problem found with this complaint sample.